Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary vessel. A 4.00x20mm synergy ii drug-eluting stent was advanced for treatment. However, when the device was advanced, the shaft broke. The procedure was completed with a different device. There were no patient complications reported.